Event description:
The customer reported that they were unable to charge via the dc charging port. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.